Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and but was unable to duplicate or verify the reported issue. As a precaution, physio replaced the device's power supply assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.